Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 relion insulin syringe hub separated from the device. The following information was provided by the initial reporter : the relion consumer reported 1 syringe in the package with the needle and hub separated from the barrel. Date of event : (B)(6) 2022. Sample : available.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 relion insulin syringe hub separated from the device. The following information was provided by the initial reporter : the relion consumer reported 1 syringe in the package with the needle and hub separated from the barrel. Date of event : (B)(6) 2022. Sample : available.

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 1291709. All inspections and challenges were performed per the applicable operations qc specification. There were zero (0) notifications noted that pertained to the complaint.

Event description:
It was reported that 1 relion insulin syringe hub separated from the device. The following information was provided by the initial reporter: the relion consumer reported 1 syringe in the package with the needle and hub separated from the barrel. Date of event : (B)(6) 2022. Sample : available.